Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the tip was attached to the inner shaft. The reported tip separation was not confirmed. There was no damage or irregularities to the handle and outer sheath. The inner shaft was separated 8.5cm from the distal tip. The inner shaft was twisted and kinked, which shows signs of torsional damage. The separated ends of the inner shaft were jagged, which are consistent with a fracture due to tensile overload. The stent was received in two pieces. The separated ends had stretched and bent struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent did not fully deploy and that the catheter tip became entrapped and detached. The 80% stenosed target lesion was located in the popliteal artery. A .035 zipwire and a non-bsc catheter passed through the lesion. A 5x60x75 epic¿ stent was then introduced and deployed. Following stent deployment the tip of the stent delivery system (sds) could not be retrieved through the stent. The stent was not apposed to the vessel over its whole length and the sds tip seemed to be caught in a narrow part of the stent. The sds was manipulated but the sds tip remained stuck on the stent. Force was deployed and the sds came out of the sheath but the tip remained stuck inside the patient. The patient was referred to the vascular surgeon. The sds tip and stent were removed together surgically because it was impossible to get the tip out of the stent. Following surgery the vessel was patent and the patient was doing fine.

Event description:
It was reported that the stent did not fully deploy and that the catheter tip became entrapped and detached. The 80% stenosed target lesion was located in the popliteal artery. A .035 zipwire and a non-bsc catheter passed through the lesion. A 5x60x75 epic¿ stent was then introduced and deployed. Following stent deployment the tip of the stent delivery system (sds) could not be retrieved through the stent. The stent was not apposed to the vessel over its whole length and the sds tip seemed to be caught in a narrow part of the stent. The sds was manipulated, but the sds tip remained stuck on the stent. Force was deployed and the sds came out of the sheath but the tip remained stuck inside the patient. The patient was referred to the vascular surgeon. The sds tip and stent were removed together surgically because it was impossible to get the tip out of the stent. Following surgery the vessel was patent and the patient was doing fine.